Event description:
It was reported that the endopouch metal bag extenders broke off in the patient while trying to remove the bag with an ovary. Surgeon had to make the incision slightly larger to find the metal extenders. The surgeon pulled the bag contents out through the incision. The sales rep spoke to the surgeon and he reported that the incision would have been made larger due to the ovary size and not due to the bag extenders. No patient consequences reported.